Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon insertion the iab would not fully inflate. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no visible blood on the catheter. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. - the iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after intra-aortic balloon insertion the iab would not fully inflate. There was no reported injury to the patient.